Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the infusion set was changed multiple times to address the event. Blood glucose (bg) was over 500 mg/dl with trace to moderate ketones. Bg was addressed with a bolus via the pump as well as a manual injection.